Event description:
The patient reported that they were experiencing chills. These chills had been occurring for over a year prior to the report. The chills were not present all the time but they did have the chills the night prior to the report. The chills were only occurring in the upper part of the patient's body and they suspected that they may be related to their cervical spinal cord stimulator (scs). The scs had not been on for almost a week and they had not had the chills when it was off. When they had the chills the scs made it intense but they were not sure if it was the cause of the chills since they were only in the upper body. The patient was not actually cold so no matter how many blankets they used the chills would not go away. It was also noted that the patient had a cervical neck surgery and "2 level fusions" and carpal tunnel. It was noted that the surgery seemed to help one side that the cervical stimulation was put in for but at the time of the report their pain had come back and the scs was not helping. This occurred about 6 months after the surgery which was (B)(6) 2013. The scs helped to a point especially when the patient had to work. The patient's doctor had played with it and changed the settings on both of the patient's implants and they would get a little better coverage but it would get to the point just like it did the 2 weeks prior to the report. The patient would get impatient with charging their cervical implantable neurostimulator (ins) because it was difficult to charge because of where it was. The patient's doctor was talking about moving it because it was implanted right at the patient's waist. Unless the patient was standing up it was difficult to charge the ins. When the patient was sleeping it didn't get a good charge and it usually took almost all day to charge the ins. It was noted that it would take about 5 days before the ins battery would die but the patient noted that they charged the ins battery daily. The patient used their scs pretty much 24/7 and was using it on really high amplitudes and pulse width settings. One of the settings was at the max. The charging issues started at implant. They had seen 2 "clinical warning" messages come up. They did not remember which warning messages they got but one of them was a "call your doctor" screen with a code that began with a 7. The patient's doctor was talking about replacing the patient's ins. Additional information indicated that the lack of therapy was because their ins was hard to recharge. The scs did cover their cervical pain to start but after a month the stimulator did not cover their pain. It was noted that the patient had ruptured their achilles tendon because they had tendonitis and slipped on stairs by their bed. It was noted that their "foot slipped along with therapy" which probably caused the ruptured achilles. The patient had their medications changed to new po medications to deal with the achilles tendon issue. The achilles had ruptured over a year prior to the report and was "scared in". The patient was implanted for reflex sympathetic dystrophy with causalgia and complex regional pain syndrome and spinal pain.

Event description:
Follow up information received from the patient reported that regarding the chills, they had no device concerns and just wondered if the ins would cause them. It was noted that they were sleeping and the chills woke them up. When the ins was on the chills seemed more intense. They were not sure what caused the chills and stated that no one seemed to know why they were having them. The patient was told it was not the ins because they had the chills even when the device was off but they were not as intense. They were told to turn the ins off when they got the chills and it was noted that the issue was not really resolved. Regarding the issue of the therapy not helping in the neck area the patient stated that the ins helped their neck and shoulder areas for 3-4 months. The device had been reprogrammed for better coverage but it does not last (sometimes lasts a few weeks ¿ usually it was not very long). The patient stated that the stimulation does not stay even if it ¿gotten to cover my neck.¿ it was noted that they have had a neck fusion which has helped some of the neck pain (but not all of the pain). The patient stated that they have 2 stimulators and a pain pump but nothing seemed to help with the neck and shoulder pain. It was also reported that the ins was ¿very hard to charge.¿ additional information received on aug. 8, 2016 from the patient reported that noting further had been done and that nothing further will be done with the cervical stimulator. It was noted that the patient¿s pain specialist reprograms the device every now and again and sometimes they got therapy and sometimes they did not. It was also reported that the ¿lower stimulator¿ was on really high settings and had to charge every 24 hours. The healthcare professional (hcp) thought the ins was dying but the battery was interrogated by the manufacturer¿s representatives who were unable to find anything wrong. The doctor was to move the ins from the abdomen to the back/buttock area when the patient wants to have surgery. The healthcare professional thought it was ¿dying¿. However the manufacturer¿s representatives have interrogated the battery and were unable to find anything wrong. In addition, it was reported that the ins for the patient¿s lower body often ¿hiccups¿ meaning that it will start and stop. This lasted for only a second but it created a jerking sensation. The patient thought it was because their stimulator was on such a high setting.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.